Event description:
Customer reported receiving a reading of "hi" (a reading over 500 mg/dl is displayed as "hi" on the meter) on her precision xtra blood glucose meter, and went to the hospital to get a lab comprison. The laboratory obtained a reading 160 mg/dl. Two other meter readings of 150 mg/dl and 316 mg/dl are also listed in the complaint. However, it is unclear if these were obtained within a ten minute timeframe. A parkes error grid was plotted for all readings reported and the results fell within the 'c' zone and are considered clinically significant. She also reports continuing to use her meter and comparing the readings "to her friend's meter where she was also getting different readings". She states she was seen by her physician who adjusted her insulin dosage twice after his blood work showed her levels "were fine". There was no report of death or serious injury or mistreatment in this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow up report will be submitted once results are available.